Event description:
On (B)(6) 2010, the lay user/patient's daughter contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the lay user/patient's daughter on (B)(6) 2010 and obtained the following information: the patient tests three times a day and manages her diabetes with humulin 70/30 twice a day (only when her blood glucose is elevated). The reporter alleged that the issue began on (B)(6) 2010 at 9am. At unspecified times throughout the day, the patient reportedly obtained a blood glucose result of "340, 247, and 292 mg/dl" with the subject meter. At 3pm, the reporter stated the patient's visiting nurse obtained an unknown result with the subject meter and administered an unknown amount of insulin based on the blood glucose reading. At an unknown time that evening, the reporter corrected and clarified the patient developed symptoms of sweating and was incoherent; however, the reporter indicated she did not administer any treatment after testing the patient with the subject meter; the reporter does not recall the blood glucose result. When the patient's provider/medical assistance arrived (shortly before 9am) the following morning, the patient continued to exhibit the same symptoms. The reporter indicated the provider/medical assistance tested the patient with the subject meter (result unknown) and immediately requested the reporter to contact the emergency medical services (ems). The patient reportedly obtained a blood glucose result of "35mg/dl" with the ems's meter, was soon after administered an unknown type of medication (via syringe) by the ems, and was transported to the hospital. The patient was allegedly hospitalized for two days. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury and was reportedly treated by an hcp for severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.